Event description:
It was reported that a patient underwent a breast procedure in early (B)(6) 2011 and an absorbable hemostat was used. The surgeon placed two pieces of the absorbable hemostat into the breast wound. The product was still in the wound and it caused the wound to open up and chunks of the absorbable hemostat started coming out. The area was cultured and it is not infected. There is no redness or foul smell. Additional information was requested.

Manufacturer narrative:
It was reported that the absorbable hemostat was still present in the wound after two months which caused the eruption through the skin. The surgeon was able to pull pieces of intact absorbable hemostat out. After removal, the wound healed nicely.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.